Manufacturer narrative:
(B)(4). S/w version 4.10d. Retainer ring = clear. Customer returned pump for alleged cosmetic damage located at the battery side of case found on (B)(6) 2021. Pump received with damaged retainer ring. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: : cracked case (battery tube), stained/faded serial number label, partially detached retainer, partially broken retainer, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, and cracked reservoir tube lip. Cosmetic damage was confirmed at the battery side of case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had crack in battery compartment. No harm requiring medical intervention was reported. The customer will discontinue to use the device.